Manufacturer narrative:
Evaluation summary: all batches are released according to the required specifications; all testing results were within specification for this batch. Since the complaint sample is not available for evaluation, no further investigation is possible. The root cause remains inconclusive as initial analysis results are within specifications.

Event description:
An ophthalmologist reported that during the sculpt phase of a cataract surgery, just upon pressing the footswitch, there was an occlusion and the handpiece heated. The viscoelastic turned white and the visibility decreased. The surgeon described particles in suspension like flour. As result of the event, a posterior capsule tear occurred. The occlusion bell was noted for few seconds during the event. During the priming the handpiece had passed the calibration without any issue. The handpiece was exchanged to complete the surgery. The rest of the surgery was performed with a lot of difficulties. The intraocular lens (iol) was implanted in the front of the iris. Per the reporter the patient´s symptoms will resolve with treatment. No additional information is expected. This is one of three reports being filled for this facility. This is one of two reports being filled for this patient. This report is for the viscoelastic product.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No additional information is expected. (B)(4).